Event description:
A .035" x 150cm amplatz stiff guidewire was being used during a endopyelotomy when the guidewire began to uncoil. It took the urologist approx 25 mins to retrieve the wire. The wire was retrieved without harm to the pt.